Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a low blood glucose as well as the insulin pump received an over-delivering alarm. The customer experienced a low blood glucose of 43 mg/dl and woke up in an ambulance. The customer declined to troubleshoot for the issue. The customer believed the settings were too high on the insulin pump. The insulin pump will not be returned for analysis.